Manufacturer narrative:
(B)(4). Subsidiary site srt contacted manufacturer technical support (ts) for troubleshooting of the nfc. Unknown at this time if there will be a part returned.

Event description:
The subsidiary site service repair technician (srt) reported that during notice of field correction (nfc) of the device at the service center, the central control monitor (ccm) failed after the software upgrade, and a "system computer needs service" error message was displayed on the screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation the product surveillance technician (pst) observed "system computer needs service" message during the boot process. The pst determined the disk-on-chip located on the users local area network / interface board (lan/if) to be defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.